Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Clinician called in to review iegms on hmsc that showed double counting. Device was a pacing and on atrial signal a second deflection was being sensed around 250ms after the pace. A few iegms appeared to show noise on the signal. Recommended evaluating lead in person for noise or possible ventricular oversensing. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.